Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to the second clip procedure with the clip opening while locked. It was reported that on (B)(6) 2024, the patient presented with grade 4 degenerative mitral regurgitation (mr). One mitraclip had been implanted, reducing the mr to grade 2. On (B)(6) 2025, the patient presented for a second mitraclip procedure due to recurrent degenerative regurgitation grade 4+ with prolapsed posterior leaflet. Per physician, the recurrent regurgitation was unrelated to the clip device. There was no device malfunction. For the second procedure, an xt mitraclip (cds0706-xt, 41126a1111) was implanted. Post-deployment, the clip opened to 30 degrees. The clip remained stable on both leaflets and the mr was reduced to grade 2-3. There were no adverse patient effects and there was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2024, the patient presented with grade 4 degenerative mitral regurgitation (mr). One mitraclip had been implanted, reducing the mr to grade 2. On (B)(6) 2025, the patient presented for a second mitraclip procedure due to recurrent degenerative regurgitation grade 4+ with prolapsed posterior leaflet. Per physician, the recurrent regurgitation was unrelated to the clip device. There was no device malfunction. For the second procedure, an xt mitraclip (cds0706-xt, 41126a1111) was implanted. Post-deployment, the clip opened to 30 degrees. The clip remained stable on both leaflets and the mr was reduced to grade 2-3. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.